Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The resolution of the pulse generator was unknown. The patient's condition post event was fine.